Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station was intermittently losing power to all-in-one (aio). A field service engineer initially replaced the aio, but this did not resolve the issue. Further investigation revealed that the aio was not receiving 24v power from the communication sled. Replaced both the communication sled and the power supply to address the power issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blurry screen then turned black. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis the reported issue screen is blurry then turn black was confirmed during the fse field service engineer testing however the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order 02015369 the fse reported that replaced aio with no improvement. Determined aio not receiving 24v power from comm sled. The fse replaced power supply and comm sled to resolve aio power issues. Laboratory inspection showed no signs of physical damage loose components fluid ingress or missing components. The voltages on the j7 connector were measured. The voltage measurements were as expected. It was proceeded to install the power module assembly on the hta. The testing results confirmed that the power module assembly is functioning as intended. It proceeded to disassembly and inspection of the power module assembly. After disassembling the power module assembly there were no signs of physical damage loose components fluid ingress or missing components. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause the root cause was not identified. A complete inspection and functional testing were performed on the returned unit, but no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blurry screen then turned black. The customer reported there was an issue occurred when user trying to issue medication to patient. As per part investigation, it was determined that there were no faults, and the power module functioned as intended. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blurry screen then turned black. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.